Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2010 and mesh was used. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4)

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
Lawyer-filed report (B)(6). The patient underwent mesh implantation in order to treat uterine prolapse, a cystocele and pelvic pain. It was reported that following insertion the patient experienced pain, urinary/bowel problems and dyspareunia. The patient underwent a hysterectomy in (B)(6) 2010. No additional information was provided. (B)(4).

Manufacturer narrative:
It was reported that following insertion the patient experienced urinary incontinence, overactive bladder, urgency, and frequency.

Manufacturer narrative:
It was reported that the patient underwent excision of vaginal mesh and cystoscopy on (B)(6) 2012 by (B)(6) due to pelvic pain felt secondary to previous vaginal mesh implant.

Manufacturer narrative:
In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.